Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and fluid loss. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event.